Event description:
This case was initially received via regulatory authority ((B)(6) 2018). This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis and laparoscopy (laparoscopy performed in 1997 and 2000 due to endometriosis). Concurrent conditions included menorrhagia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and weight increased ("weight increase"). The patient was treated with surgery (laparoscopic removal of uterus and uterine tubes performed on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower and weight increased had not resolved. The reporter considered abdominal pain lower and weight increased to be unrelated to essure. The reporter commented: essure implants inserted without problems. In a control visit 6 months after the insertion no deviations. Removal was performed at patient's request. Follow-up 6 months after removal showed no improvement of events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38 kg/sqm. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: abdominal pain lower: the analysis in the global safety database revealed 1240 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: 2018-1485) on 25-jun-2018. The most recent information was received on 23-oct-2018. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis and laparoscopy (laparoscopy performed in 1997 and 2000 due to endometriosis). Concurrent conditions included menorrhagia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and weight increased ("weight increase"). The patient was treated with surgery (laparoscopic removal of uterus and uterine tubes performed on 15-jun-2018). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower and weight increased had not resolved. The reporter considered abdominal pain lower and weight increased to be unrelated to essure. The reporter commented: essure implants inserted without problems. In a control visit 6 months after the insertion no deviations. Removal was performed at patient's request. Follow-up 6 months after removal showed no improvement of events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.